Event description:
Pump declared altitude alarm 21, resulting in the customer's blood glucose level exceeding 500 mg/dl, but the specific value was unknown and displayed as "high." Customer administered a correction injection via mdi and did not require third-party assistance. Insulin was temporarily suspended due to the alarm condition; however, after removing the cartridge and reconnecting it, the pump resumed normal operation within the validated operating altitude range. Cts provided guidance on how to clean the speaker holes and prevent future altitude alarms. No additional information was received regarding the pump experiencing the same issue within the past month, and the alarm did not recur after the corrective actions were taken.